Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 3037 neuro programmer implanted: (B)(6) 2007; the 3889-28 urinary lead implanted: (B)(6) 2012; the 3058 urinary ipg implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient developed an infection which was related to the valves. The patient was hospitalized and on a ventilator. The device and lead were removed. No further patient complications have been reported as a result of this event.